Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient reports feeling a burning sensation as well as pain and redness at the pod infusion site (arm). The patient removed the pod from the insertion site. The patient had gone to urgent care. The patient was diagnosed with possible cellulitis. The patient was prescribed doxycycline hyclate (100 mg) to be taken two times daily. In addition the patient was sent home with a hot pack. The patient was at urgent care for 1.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.